Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas was dropped, resulting in a cracked touchscreen and partial loss of touch responsiveness at the top of the display, and the device was no longer watertight; a replacement device was provided, and the user was advised to consider backup therapy due to uncertain functionality. Symptoms included no injury to the user. Outcomes included interruption of normal device use requiring device replacement. Investigation of this case revealed physical damage to the touchscreen consistent with impact. It was concluded that user-induced mechanical damage led to screen failure without associated patient harm.